Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 437 mg/dl at the time of incident. Customer also reported that the insulin pump had hardware low level failures during self test. Customer was able to clear the alarm and able to complete pump rewind. Customer was advised to perform self test and it was passed. It was also reported that the insulin pump clip was broken and customer declined trouble shooting for high blood glucose. The insulin pump will not be returned for analysis.